Event description:
The customer was hospitalized due to low bgs and is having a problem with the prime and insertion of the sets. It was indicated that the customer was disconnected during rewind and prime. The set was changed the day before the admission. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested to the customer call the doctor to discuss possible causes of low bgs.